Event description:
Rn reports while priming IV, the tubing fell apart. It disconnected at the infusion port just below the backcheck valve.we have been working with the manufacturer regarding these tubing issues. They are working on a solution.